Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked display screen. This report is made based on the results of an investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings:the display screen has visible cracks on it . The pump has audible and vibratory sounds but does not go to the verify screen and the display remains blank. Removed the pump cover; inserted test display screen. Test display screen powers on the verify screen with normal contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.